Manufacturer narrative:
Other relevant device(s) are: micra:mcr675338s / expiration date: 14-mar-2021 / serial#: (B)(4) UDI #: (B)(4). Mfg date: 14-oct-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) loss of capture was observed. It was noted that a microdislodgement may have occurred due to the quick fashion that the tether was removed. It was noted that the patient also underwent an atrioventricular node ablation. The leadless ipg was reprogrammed but the physician opted to use a new device. The leadless ipg could not be snared as it was too close to the second device so it was programmed off. The second leadless ipg remains in use. No patient complications have been reported as a result of this event.